Event description:
The patient presented to the clinic after receiving a hv therapy. Interrogation of the device showed possible output circuit damage. Low hv lead impedance also reported. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.